Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon review of the pt's downloaded data, there was an excessive amount of abnormal shutdowns. The cause of the abnormal shutdowns is intermittent connections at dsp component u500. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
During service eval of a (B)(6) male pt's electrode which was returned for an unrelated issue, a reportable problem was found. Review of the downloaded data revealed excessive abnormal shutdowns. The pt was issued a replacement monitor.